Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter serial number (B)(4). The actual date of the event and the time difference between the meter and laboratory testing were requested but not provided. The patient's meter result was "2.5- 2.6 inr." The patient's laboratory result was 1.8 inr. The patient¿s therapeutic range was 2.5 inr- 3.5 inr. The patient's testing frequency on the date of the event was requested but not provided.

Manufacturer narrative:
The test strips were discarded by the patient and not available for return. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. Qc 2: 3.2 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.